Manufacturer narrative:
This is one event for the same patient involving two separate products. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's atty alleged that the patient experienced injuries including cardiac arrest and expired, allegedly from the use of the product during dialysis treatment.